Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited intermittent under sensing. It was noted that the patient had recently undergone a mitral valve procedure. Reprogramming the device did not resolve the issue. No other intervention or patient symptoms were reported.